Manufacturer narrative:
H6: investigation summary: eight photos of a 31g x 8mm pen needle carton and an open pen needle sample were returned from lot. No. 9121503, cat. No. 320524. Visual examination of the returned photos was carried out marks on the inside of the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos provided and the fact no physical sample was returned for investigation a manufacturing related cause cannot be determined.

Event description:
It was reported that the pn 31g 8mm 5b 105bx de experienced foreign matter in the device cannula/in fluid path. The following information was provided by the initial reporter: outer protective cap dirty on the inside.

Manufacturer narrative:
Medical device lot #: an invalid lot # of (B)(4) was provided by the initial reporter. Device expiration date: unknown. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pn 31g 8mm 5b 105bx de experienced foreign matter in the device cannula/in fluid path. The following information was provided by the initial reporter: outer protective cap dirty on the inside.